Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to bleeding at insertion site which led to hyperglycemia. The blood glucose level was high and the patient was treated with intravenous insulin. The patient was admitted in the hospital for less than twenty-four hours. No further information available.

Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-00795), was submitted on 22-apr-2025. Upon receiving additional information, it was discovered that manufacturing date has updated to 18-feb-2024. Additional information - this MDR is being submitted to include the below: h4: manufacturing date. H6: investigation results under type of investigation. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004770, in question was manufactured at the osted site. Threshold analysis: a query was run on 02-oct-2025against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6004770. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6004770 was manufactured according to the work instruction (wi) [79] appendix 1 batchcard for production of packaging room on 18-feb-2024 with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date, additional patient or event details were received which have been added in h11.